Event description:
It was reported that a spectrum pump has no display. It was also reported that any patient involvement, injury or medical intervention is unknown.

Manufacturer narrative:
(B)(4). Baxter received and evaluation the device. Evaluation experienced an intermittent white screen corresponding with the reported symptom of "no display" caused by fluid intrusion. Further evaluation found corrosion on the back flex ribbon, input/output printed circuit board, processor printed circuit board and lcd screen. The pump could not be reasonably repaired due to the extent of the fluid intrusion.